Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated cartridge empty alerts and near daily insulin cartridge changes that were corroborated by device alarms and engineering logs, while the portal reports did not reflect corresponding insulin delivery. Symptoms included no reported glycemic adverse events, with blood glucose described as normal. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of pump alarms, device logs, and portal data, as well as inspection by the care team and engineering log review. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.